Event description:
The customer reported that the unit failed one time to power on when on ac power.

Manufacturer narrative:
(B)(4). The customer reported that the unit failed one time to power on when on ac power. A philips investigator spoke with the customer who verified that this happened only once, and there has been no further issue with this unit. Based on the customer's report, we are considering this a malfunction. We can not determine the cause of the customer's reported symptom, as the customer did not send the device to philips for evaluation and the problem occurred only once.